Event description:
Information from the history and physical from recent visit: the patient was admitted due to severe pain at the pacemaker site for several weeks. It was painful if she tried to lie down, and sometimes painful just touching it. No redness or swelling noted. (No mention of infection in report.) Past medical history: a history of symptomatic bradycardia status post pacemaker implant, complicated by pericardial tap nine years ago, multiple battery change outs with old leads still in place. The plan was for laser lead extraction and implantation of new lead system and new battery. The discharge summary indicates the patient has had a pacer implanted for 22 years, with multiple surgeries in the interval related to generator battery depletion and lead fractures. She was admitted with functioning as well as retained abandoned electrodes bilaterally. During the hospital course, attempts were made to remove the leads, antegrade using laser. She had 5 leads in transvenous, 4 based on the right and one on the left. Attempts at antegrade extraction were unsuccessful for 4 out of the 5 leads even through sternotomy incision. It was impossible to remove the leads because of calcification matting the leads. An epicardial bipolar dual-chamber lead system was implanted and the device was placed in the left side of the abdomen. Postoperatively, the patient did well after correction of an initial coagulopathy and considerable amount of generalized edema, which was resolving at the time of discharge. Of note in the post-op diagnoses with regards to the generator: "pacer elective replacement indicator/premature battery depletion." The patient was discharged home in stable condition on coumadin.